Event description:
While performing an irrigation/leak test using a luer lock syringe, a leak was observed at the syringe/christmas junction. While the crna was attempting to diagnose the leak by manually adjusting the junction, the connector on lumen a seperated from the lumen. The gibi was removed from the patient and the leak performed using another device (visigi or og tube).

Manufacturer narrative:
Investigation findings pending results of investigation.

Manufacturer narrative:
An investigation of the reported event confirmed that the adapter could be separated from the adapter tubing but only under conditions not used in a clinical setting. Because a pull test of the device is not applicable once the adapter separates from the tubing, the only remaining test was to determine if the tubing and adapter meet dimension specifications. The device was manufactured to specification and this was confirmed by a bench test which measured the critical device dimensions relevant to the event. No trending information is available, as this is only the second complaint received for this device and first for this complaint category. This event is the risk file rfmea0002 rev d (dfmea d-93-d98), and no corrective or preventive actions are required at this time. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported event.